Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimu lation had been acting up turning on and off. Patient clarified yesterday the stimulation was fluctuating in intensity going up from the normal place where it was, and then today, an hour ago, the stimulation completely stopped and was coming in and out and wasn't working at all. Patient thought maybe the issue could be related to the controller and wanted to cover their bases and see if they could get a replacement controller. Patient also said they already have an appointment with a rep set up for next week. Patient mentioned they had problems with the "controller" already with the implant, but they couldn't do anything about it. Agent reviewed general information regarding controller, then settings and programming in the implant and redirected patient to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient. They stated that their device is completely non-functioning. They noted that their healthcare provider (hcp) was not able to determine the cause of the issue. They stated that the steps they will be taking to resolve the issue is to get rid of their current stimulator. They then said that they were told that there isn't any issues with the controller, and that it is the stimulator itself. They stated that the issue was not resolved and that they want to take out the non-functioning stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.